Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes and frequencies not reported). At the time of this report, the patient remained hospitalized and was recovering from the symptoms. Action taken with pd therapy was not reported. No additional information was available.